Event description:
It was reported that the haptic was torn away from the optic during insertion of the ao60g lens using the (B)(4) inserter. The incision was enlarged, the lens removed and replaced intraoperatively with same model and diopter backup lens. Sutures were used to close the incision. Please reference MDR#: 1119279-2012-00298 for the intraocular lens.

Manufacturer narrative:
The delivery device has been requested, but was not returned to bausch and lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.